Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure alarm occurred several times during self test. The customer's blood glucose level was 10.8 mmol/l. Customer stated that they were able to successfully clear the alarm and received request to rewind insulin pump. Customer stated that the able to complete insulin pump rewind. Customer also stated the they perform a self test. And the test did not pass. Customer was advised to that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, hardware low level failures error confirmed in the device history due to broken trace at pin keypad assembly.